Event description:
It was reported to baxter that the tubing near the junction of the luer lock and blue winged cap of one (1) ce intermate lv100 device was observed broken before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter containing fluid in the reservoir. The reported condition of "tubing broken at junction of blue winged cap and luer lock" was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device is available for evaluation per the customer; however, the device has not yet been received. Should the device and/or any additional information become available, a follow-up report will be submitted.